Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Affected channels have been observed. Revision surgery is considered however no date has been scheduled yet.

Manufacturer narrative:
Additional information:according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. According to new information received from the field an external impact to the head was reported.

Event description:
Affected channels have been observed. According to new information received the user sustained a trauma before activation and from that time on good hearing could not be achieved. The user currently has no hearing with the device. Re-implantation is planned but due to the current covid2019 crisis no date has been set yet. Also, no further clarification about the timeline of events could be retrieved yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been observed. Impact on hearing performance is unknown. An accident or trauma is unknown.